Manufacturer narrative:
A transseptal puncture was performed with a st. Jude medical transseptal needle and it was noted to be difficult. The sheath used for the thermocool smarttouch bi-directional sf catheter was a st. Jude medical agilis 8.5 french. The sheath used for the lasso catheter was a biosense webster preface. The generator parameters included power control mode with temperature cut-off of 40 degrees celsius and power at 25 watts on the anterior and posterior walls of the left atrium. There was no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 2 ml/min while mapping, 8 ml/min while ablating below 30 watts, and 15 ml/min while ablating above 30 watts. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds. There is no information regarding shaft proximity interference (spi) value. The thermocool smarttouch bi-directional sf catheter was not in close proximity to another catheter. The thermocool smarttouch bi-directional sf catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17559547l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: non biosense webster, inc. - st. Jude medical transseptal needle. Non biosense webster, inc. - st. Jude medical agilis 8.5 french sheath (408310). Preface sheath. Model #: 301803m. (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and a lasso navigational variable eco catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. While maneuvering the catheter either during the mapping phase or the ablation phase, but not while actively ablating, the patient became hypotensive. The tamponade was confirmed via ultrasound and echocardiogram. The pericardiocentesis was unsuccessful and the patient was transferred for open heart surgery to repair the perforation of the left atrium. The patient was reported to be in critical condition with unstable blood pressure immediately after the tamponade. The patient was reported to be in stable condition in the immediate postoperative period. The patient required extended hospitalization in the intensive care unit for monitoring as a result of the adverse event. The patient outcome was improved. The pvi was not completed, as the adverse event occurred and the remainder of the procedure was aborted. The factors cited that may have contributed to the adverse event include patient anatomy, specifically, a dilated left atrium and softer cardiac tissue. The physician¿s opinion regarding the cause of the adverse event was that it was related to the procedure (maneuvering of the catheter and the inherent risk of effusion/tamponade with left atrial procedures) and the patient condition (patient anatomy and tissue properties) and not related to any biosense webster inc. Product malfunction.

Manufacturer narrative:
Additional information was provided by the physician on (B)(6) 2017 notifying of the patients death on (B)(6) 2017. The physician stated that the patient survived the most critical phase and that they would have needed to intubate her as a next step. However, due to the patient¿s provision, her husband decided against it. The physician¿s opinion regarding the patient¿s death was respiratory exhaustion by critical illness polyneuropathy and per the patient¿s provision, no reintubation was performed. Manufacturer's ref. No: (B)(4).